Event description:
Customer reportedly received the following results for a patient on the inform system within 10 minutes: 419 mg/dl, 539 mg/dl, and 193 mg/dl. Readings of 419 mg/dl and 539 mg/dl were taken with arterial samples; reading of 193 mg/dl was taken with a fingerstick sample. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.